Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was explanted in (B)(6) 2018 due to an infection. No further complications were anticipated/reported.